Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. It was noted that cultures were taken and revealed an unknown organism. No further patient complications have been reported as a result of this event.